Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient reported experiencing signal loss and inaccurate readings for 24 hours prior to the event. The cgm was reading 300 mg/dl and the blood glucose reading was 164 mg/dl, followed by signal loss. An unspecified time later, the patient experienced loss of consciousness due to hypoglycemia. It was not documented whether a bg was checked at that time. The was treated with carbohydrates by her son and recovered after treatment. Fifteen minutes after treatment, the patient felt better and the bg was 130 mg/dl. It was not documented what the cgm display device was doing at that time. Of note, the transmitter was reportedly nearing expiration at the time of the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.